Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. Customer's blood glucose level was 212 mg/dl. The customer changed multiple cartridges and multiple syringe needle and was able to successfully resume insulin delivery.